Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl to 700 mg/dl and a large ketone level identified as dangerous by healthcare provider. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 8 later with the issue resolved and no permanent damage.